Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support with the customer, however, customer declined further troubleshooting. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.